Manufacturer narrative:
(B)(4). Batch # t5ae4d additional information received. There were no patient consequences. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality in the blue and green firing setting with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2019. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an anastomosis procedure, they used an ntlc75, but were unsuccessful in creating the anastomosis. After use, the knife was sticking out of the device and the staples were not formed correctly. As the anastomosis was not created successfully, a new ntlc75 and new reload were used to remake the anastomosis. There was no patient consequence.